Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in ICU, the guide wire bends when trying to advance it. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) male.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire bent during insertion was confirmed. One guide wire and lidstock were returned. The guide wire had kinks located 3, 5, 32 and 38 cm from the end of the j-tip. A manual tug test confirmed that both welds are intact with the coil/core wires. The stiffness of the wire was typical. The guide wire graphic specifies the length at 600 +/- 4 mm and the outside diameter at .788/.826 mm. The length of the guide wire was confirmed to be consistent with the graphic. The diameter of the guide wire measured 0.798 mm, which was within specifications. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.